Event description:
Product problem: the contralateral fusion joint was not accessible when the contralateral catheter was docked to the contralateral capsule. The contralateral fusion joint was not in the proper place when the contralateral torque catheter was docked to the contralateral capsule. The torque catheter had to be cut off and removed in order to deploy the contralateral attachment system. The contralateral attachment system was deployed without the torque catheter. The device was successfully implanted.